Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. Physioneal, extraneal, and nutrineal therapies were discontinued prior to death. The cause of death was unknown and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.